Manufacturer narrative:
The reported ineffective stimulation was not confirmed. The lead was returned in good, without any anomalies or damage, that would contribute to the reported issue. It passed all electrical test as well as a lead fitment test. The root cause of the issue could not be determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report. During processing of this complaint, attempts were made to obtain complete device information.

Event description:
Related manufacturer reference number: 1627487-2020-48390. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken wherein the system was explanted and replaced. Surgical intervention addressed the issue.